Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1120183. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. Test results of retention samples from cov1120183 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified

Event description:
Invalid result (s). Test kit did not produce a result. Questioned user about how they performed the test procedure, but could not identify any user error.